Manufacturer narrative:
The insulin pump was received with currents in specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No unexpected failed battery alarms. The insulin pump had minor scratched lcd window, cracked near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed failed battery test. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.